Manufacturer narrative:
(B)(4). The unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review, there was rust at the bottom of the battery compartment, and the wiring around the battery board as well as the battery board itself were corroded. The unit was received with a crack in the battery threads located above the left belt clip rail.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.